Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported he kept receiving failed battery test. The customer blood glucose at the time of call was 183mg/dl. Customer states he has tried 3 different batteries and they all say failed battery test. The customer was assisted with trouble shooting. Customer tried replacing the battery one more time during trouble shooting but still received failed battery test. Customer was advised the insulin pump will be replaced. Insulin pump will return for analysis.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.